Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics were called and customer was hospitalized. Customer's blood glucose reading was 65 mg/dl and had a seizure. Caller stated that she gave customer a glucagon shot and sprite. Blood glucose reading at the time the paramedics arrived was 145 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.